Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the screen went black during ventilation. Reportedly, the user turned off the device via the main power switch and replaced the device. There were no health consequences for the patient reported.

Event description:
It was reported that the screen went black during ventilation. Reportedly, the user turned off the device via the main power switch and replaced the device. There were no health consequences for the patient reported.

Manufacturer narrative:
The v500 device was examined on site by the dräger service and the service report and the log file were made available for further investigation at the manufacturer¿s site. Based on the investigation it could be confirmed that the device performed a warm start of the cockpit at the reported time. According to the log file, a communication problem with the c500/v500 led to a warm start for a few seconds. During the warm start the user switched the device off via the rocker switch so that the device could not restart completely. Later after a new start sequence, the cockpit restarted completely. The device reacted as specified on a detected deviation and posted appropriate alarms. The affected device was send to repair shop and the basis board pcb, lc display and solid state disk were replaced. Afterwards the device was tested according to manufacturer specs without further deviations. As a safety feature of the system, the safety software analyzes and verifies proper function of the device. If the safety software detects a deviation concerning the cockpit infinity c500, a warm start of the cockpit will be triggered in order to reset the micro processing system to a specified state. The ventilation will not be affected by a restarting cockpit and will be continued as set. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental yellow/green oled-display wherein the user can see the on-going ventilation. After successful completion of the warm start, the system will post the alarm message ¿cockpit restarted¿ with accompanying audible alarm tone. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.